Event description:
It was reported that during an idiopathic vt ablation in the right ventricular outflow tract, the rmt catheter advanced. Rf application was terminated immediately. The patient rapidly became hypotensive. There was a modest impedance rise about 2 seconds prior to the termination of rf. Four ablations had been performed when the adverse event happened. A pericardiocentesis was performed. Approximately 2 liters of fluid was removed from the pericardial space over the following 2 hours. Fluid was still being drained from the pericardial space when the complaint was reported. The patient was receiving anticoagulant during the procedure. Since then the patient had been transferred to ccu for observation and was in stable condition. No further intervention was required.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 rmt system: model #: m-5830-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #: m-5463-01, (B)(4). The generator was set to power-control mode, at 50 watts. The irrigated catheter flow setting was set to 30ml. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that the systems were working fine at the time of the injury. The customer declined systems service. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).